Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as digging into skin causing bruising and broken skin. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.